Event description:
It was reported that a patient presented with low sensing and high capture thresholds noted on the right ventricular lead. The clinician suspected dislodgement of the lead. No intervention or adverse patient consequences was reported.